Event description:
Due diligence is complete and no additional information is available.

Manufacturer narrative:
This event has been recorded by zimmer biomet under: (B)(4). This medwatch is being filed to relay additional information. Review of the most recent repair record identified no repairs related to the reported event. The reported noise and stopping issue could not be replicated; no problem found. Additional unrelated repairs were performed. Review of the device history record identified no deviations or anomalies during manufacturing related to the reported event. A definitive root cause cannot be determined. The event cannot be confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that a dermatome was sent in for diagnostics. The device makes a loud noise and stops working. No adverse events were reported as a result of this malfunction. Due diligence is in progress for this complaint; to date no additional information or product has been received. No adverse events were reported as a result of this malfunction.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Once the investigation is complete, a follow up/final report will be submitted.